Manufacturer narrative:
Promus element plus mr ous 2.50x24mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the mid-section. Struts were found to be lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 12nov2020. It was reported that crossing difficulty occurred. The target lesion was located in an occluded vessel in the mid left anterior descending (lad) artery. A 2.50x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.